Event description:
Description of event: patient states she is having a lot of back pain because the doctor installed 2 abbott scs devices and since then has had new back pain that she has never had before. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).